Event description:
During an unrelated lead revision, insulation damage was noted on the right atrial lead. The lead was capped and replaced and the patient was in stable condition.

Manufacturer narrative:
The connector portion of the lead was returned in one piece for analysis. Visual inspection found electro-cautery to the lead insulation. The cause of the damages to the lead insulation are consistent with damage during use.